Event description:
It was reported that the patient presented for post op visit complaining of shortness of breath and headaches since discharge. A chest x-ray revealed that the ventricular lead had dislodged. The physician suspected that cardiac perforation may have occurred. An echocardiogram showed an anterior pleural effusion, however this was present prior to to system implant. It was also noted that the lead exhibited high capture threshold of 5.0 v at 1.0 ms on (B)(6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.